Manufacturer narrative:
The pet lock was intact on the proximal end of the pusher assembly, and the pusher assembly was fractured approximately 5.0 cm from the proximal end. The pusher assembly was kinked approximately 55.0 cm from the proximal end. The introducer sheath was re-loaded backward on the pusher assembly. The embolization coil was intact with the pusher assembly. Evaluation of the returned device revealed the pusher assembly was kinked and fractured. This damage was likely incidental and may have occurred during packaging for return to penumbra. If the pusher assembly becomes fractured, it may allow the pull wire to withdraw out of the distal detachment tip (ddt), which will allow the embolization coil to detach. When a penumbra investigator attempted to remove the backwards-loaded introducer sheath and re-sheath the ruby coil, the pull wire became withdrawn, and the embolization coil became detached. Due to the returned condition of the ruby coil and the detachment of the embolization coil during functional testing, the root cause of the reported resistance could not be determined. The lantern mentioned in the complaint was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using ruby coils. During the procedure, the physician made two attempts to advance a ruby coil out of a lantern delivery microcatheter (lantern); however, resistance was encountered and subsequently, the ruby coil would not advance. While attempting to reposition the ruby coil inside the lantern, the ruby coil became stuck and would not retract; therefore, the physician pulled it out intact. The procedure was completed using additional ruby coils and the same lantern. There was no report of an adverse effect to the patient.